Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the last interrogation the there was one and a half years remaining battery longevity. One month from that the longevity showed half a year remaining and then one month later was at elective replacement time (ert). It was noted the pacemaker declared elective replacement indicator (eri) the following day. There was concern over premature battery depletion. It was also noted that there were low pacing impedance measurements for the pacemaker and right ventricular (rv) lead between 200 to 300 ohms. The rv lead threshold was also observed to have slightly increased. A revision procedure was performed where the pacemaker was explanted and the lead was surgically abandoned. A new pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.